Event description:
Family member states that the vent was plugged in and charging when the low pressure alarm sounded and they saw the pt was turning blue. They noticed as they disconnected pt that the vent was giving pt no flow at all. They switched pt to their backup vent.